Event description:
As the catheter was being removed, it was noted that the catheter had a 4.5 cm segment. The physician snared the sheared segment with the guidance of fluoroscopy. According to the reporter, there may have been possible inadvertent contact made with a rib bone.

Manufacturer narrative:
Evaluation: event is still under investigation.